Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump to charge. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. The customer was able to change the pump using a mobile charging pack. Blood glucose level ranged between 90-100 mg/dl. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.